Manufacturer narrative:
The actual date of event is unknown. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause the root cause for the reported issue of an under infusion was not determined because no products or device logs were returned.

Event description:
It was reported that there was an under infusion of oxali ( vtbi 566.55ml),which was programmed at a rate of 287ml/hr in d5 for over 2 hrs. Nurse stated she had to ¿add a little bit¿ of volume because the bags were not empty when the infusion should have completed. This was not witnessed by cpc. This was reported to bd representatives during their site visit. There was patient involvement but unknown outcome. Additional information received: customer states there is "no further information regarding these complaints and will not be shipping any equipment."